Event description:
A report was received that during a suction procedure the closed suction system came apart at the cleaning chamber junction and rinse port. No pt injury or adverse event were reported.